Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was experiencing side effects, issues and slowness in moving post replacement. They experienced a fall 2/9. The patient believes the settings may be "too high". There are no known issues that could have contributed to this. Patient will have troubleshooting done by the physician and will see the physician on 2/11. It was determined that the battery was turned on and charged. It was indicated that no surgical intervention occurred or is planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the neurologist reprogrammed the patients stimulator by reducing the settings and the side effects were resolved. It was clarified that prior to the replacement, the patient had their stimulation turned up to the upper limit within their patient limits. Once they had the new battery, the settings were too high causing the slowness/fall. When stimulation settings were turned back down, the side effects resolved. There was no device issue.